Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that he was changing into new set but the piston didn't recognize the reservoir and emptied the reservoir without counting up numbers. The customer was advised the pump will need to be replaced.